Event description:
Surgeon believes calibration was inaccurate. Blaming age of the reference sensor. Conventional instruments were used to complete the procedure and make the distal femur and tibia cuts. The patient was not affected.

Manufacturer narrative:
Upon review it was determine by orthalign that additional mdrs are required due to the return of additional reference sensors related to the complaint. Out of an abundance of caution orthalign is filing this additional MDR with an acknowledgement that it does not meet reporting timelines and is considered late. The reference sensor was returned to orthalign for evaluation by an orthalign engineer. The complaint could not be confirmed and the reported behavior was not reproducible during the investigation. The root cause could not be determined. The reference sensor passed all functional testing, including accuracy testing and met all specifications. The navigation unit was not returned so the log was unable to be reviewed. Based on the investigation results, the device did not contribute to the reported event.